Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not available for reporting. Partial UDI: (B)(4) lot unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver handle broke during a forearm fracture repair on (B)(6) 2016. The handle broke as the small hexagonal screwdriver with holding sleeve was used to tighten a screw. There was no reported surgical delay. The procedure was completed successfully with the patient in stable condition. Concomitant device reported: unknown screw (part #unknown, lot #unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. A service and repair evaluation was completed: the customer reported the handle was broken. The repair technician reported the handle was broken and the etch was scratched. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (small hexagonal screwdriver with holding sleeve, part number 314.02, lot number unknown). The subject device was returned with the complaint condition stating that the screwdriver handle broke during a forearm fracture repair on (B)(6) 2016. The handle broke as the small hexagonal screwdriver with holding sleeve was used to tighten a screw. There was no reported surgical delay. The procedure was completed successfully with the patient in stable condition. The 314.02 small hexagonal screwdriver with holding sleeve is an instrument routinely used in the 3.5 mm lcp distal tibia t-plates system per the associated technique guide. A review of the design drawings was performed. Given the location of the etchings on the returned device, the device is determined to have been manufactured prior to at least april 1997. A review of the device history records was unable to be performed since the lot number was unknown. This complaint is confirmed. The returned screwdriver was received at synthes customer quality in two (2) pieces. The handle has broken in half. The distal portion of the handle is still secured to the screwdriver shaft, while the proximal handle portion is no longer secured to the shaft. The handle break is at an oblique angle and originates at the location where the handle is secured to the screwdriver shaft with a dowel pin. Although an exact root cause could not be determined, it is likely that numerous years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. No product design issues or discrepancies were observed. Corrected data: occupation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.